Manufacturer narrative:
The reported issue of a device not powering on was confirmed and reproduced. Received was one assy fr case w/ keypad (pcu) (p/n (B)(4)). External and internal inspection was performed. External inspection revealed a ground cable with dry fluid residue. Internal inspection found signs of fluid ingress where the ground cable meets the circuit layer, near the upper left and right soft keys, and where the flex cable meets the circuit layer. The front case keypad (pcu) was connected to the test fixture and was not able to power on. The ac indicator light did not power on after plugging in the power cord and pressing the system key.. Previous failure investigations have identified this issue to be associated with fluid ingress entering the keypad, resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed. The proximate cause of the keypad failures is suspected to be keypad trace damage resulting from fluid entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 03/08/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/18/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the customer is replacing the part since the device won't turn on.